Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads, minor scratches on the display window and a broken reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed during prime. Customer's blood glucose was 134 mg/dl. Customer was advised to discontinue use of the device. The device was not dropped or bumped prior to the alarm occurring. Customer was advised to disconnect. The drive support cap was reported sticking out and did not recall pressing it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.